Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description. Service report and log files were not uploaded. Our field service engineer (fse) investigated the issue further and found that the 5000 hr maintenance kit required replacement. There is no further information. No goods were returned for further investigation. Due to lack of information needed for the root-cause analysis, i.e. Goods, we have not been able to identify the root cause, but the maintenance kit 5000 was most likely contributing to the issue.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).